Event description:
Caller states the comfort curve strip vial shows an expiration date of 1/31/08. Manufacturer has the expiration date as 1/31/05. No adverse event reported. Requested return of suspect device and replacement was sent.